Manufacturer narrative:
The insulin pump had button error alarm and no down button response due to corroded keypad trace. No moisture damage inside the device was noted. It was also received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to rain. Blood glucose value was 273 mg/dl. The customer stated she was able to clear the first button error alarm but the she couldn't. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.